Manufacturer narrative:
It was reported that following insertion, the patient experienced pelvic pain, groin pain, bladder spasms, dyspareunia, difficulty emptying bladder, urinating and exhaustion. The patient underwent lysis of abdominal wall adhesions, and laparoscopic bilateral oophorectomy in (B)(6) 2012 and then underwent mesh removal on (B)(6) 2012 and (B)(6) 2012. No additional information was provided. (B)(4).

Manufacturer narrative:
(B)(4). Dyspareunia. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This medwatch report is in response to receipt of maude event report (B)(4).

Event description:
It was reported that a patient underwent a sling procedure on (B)(4) 2011. The patient states that the sling went through her bladder the same day of surgery. The patient has experienced pain, urinary incontinence, pressure, leakage, and dyspareunia. She has required additional hospitalization and a second surgery on (B)(4) 2012 to remove a portion of the mesh. Additional information has been requested.

Manufacturer narrative:
(B)(4): it was reported that the patient underwent surgery on (B)(6) 2011 and mesh was implanted. It was reported that the patient experienced multiple complications, including erosion, formation of scar tissue, additional surgeries and neurologic compromise to her structures and tissues. No additional information has been provided. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure on (B)(6) 2011 and mesh was implanted concurrently with laparoscopic lysis of abdominal wall adhesions, robotic assisted laparoscopic bilat oophorectomy, cystoscopy and cystotomy. It was reported that the patient underwent mesh removal on (B)(6) 2012. It was reported that patient underwent removal of prosthetic material, revision of sling, cystorrhaphy with removal of mesh in bladder on (B)(6) 2013. It was reported that the patient underwent surgery for cystoscopy with excision of intravesical mesh limb, bladder fulguration on (B)(6) 2012. As per operative report the date of surgery was listed as (B)(6) 2011 for the laparoscopic lysis of abdominal wall adhesions, robotic assisted laparoscopic bilateral oophorectomy, and mesh with cystoscopy on (B)(6) 2011 appears from the documentation to be the date of admission. However, on a progress note for the (B)(6) it was stated that the patient was admitted on (B)(6) 2011 after undergoing a robotic assisted laparoscopic bilateral oophorectomy, and mesh and was discharged on (B)(6) 2011. She then was readmitted, (B)(6) 2011, for an acute urinary retention and possible postoperative cellulitis back in the emergency room of the hospital. The (B)(6) 2011 day was confirmed to be the real date by a letter from (B)(6) dated (B)(6) 2011.